Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-jan-2026, an arthrex subsidiary employee reported via email that an ar-2324bcsp biocomposite swivelock sp exhibited weak fixation strength and became unusable during use. The procedure was completed using a replacement ar-2324bcsp biocomposite swivelock sp. There was no significant delay; no additional anesthesia was administered. This was discovered during an arthroscopic rotator cuff repair procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 29-jan-2026: it was reported that the fixation strength of the device appeared weak during use. The implant pulled out immediately after deployment, which indicated the reduced fixation strength.